Event description:
The patient was having abdominal surgery at the time. The surgery was initiated as a laparoscopic surgery, however due to the complexity an abdominal incision needed to be made. The md was using the harmonic scalpel and noted that a piece of the "jaw" was off. The piece was retrieved. Unable to determine if the piece was off when removed from the package or not. There was no harm to the patient due to this device.device #1is this a laboratory device or laboratory test?no.